Event description:
Luer fitting at bottom of adapter's bowl with syringe attached broke off leaving exposed butt (not bevel) end of needle. (The bevel end that penetrates caps of collection tubes is within the bowl.) It punctured her skin on second section of left index finger which now requires her to have anti-viral treatment because of blood exposure.the syringe, when locked to the luer fitting at the bottom of the adapter's bowl, has considerable leverage against the fitting. The fitting can snap off and stay on the syringe leaving the butt end of the 16ga needle exposed.